Event description:
It was reported that an ultrastab 4l bag was leaking. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A leak test was performed by filling the bag with water and hanging the bag until the next day. There were no leaks observed during the test. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.